Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the morning of 07/13/2025, the patient experienced sudden disorientation, profuse sweating, and confusion, occurring five days after the dexcom g7 (cgm) sensor was applied to the arm. The cgm mobile device issued a low glucose alert; however, the bg reading revealed a high value of 688 mg/dl. The patient was immediately admitted to the intensive care unit (ICU). Upon admission, the cgm sensor was removed, and a repeat bg test confirmed persistent hyperglycemia at 688 mg/dl. The patient was treated with intravenous insulin therapy and received hyperosmolar therapy to address electrolyte imbalances. Supportive care was provided for symptoms including vomiting, dizziness, and excessive urination. The patient remained in the ICU for two days. Her condition stabilized, and she was discharged on (B)(6) 2025. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.